Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed but the root cause could not be determined. One photograph of infusion set packaging was returned for evaluation. An initial visual observation of the photograph showed rips along the packaging. No obvious use residues were observed along the catheter in the photograph. It could not be determined when the packaging seal damage occurred. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when using the bardport needle [model: 8652034, batch no.: asgpf908], it was found that the guidewire separation could not be used, and the outer packaging was found damaged and could not be used for the human body. No other information was provided.

Event description:
It was reported that when using the bardport needle [model: 8652034, batch no.: asgpf908], it was found that the guidewire separation could not be used, and the outer packaging was found damaged and could not be used for the human body. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.